Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy, indicating a needle mechanism failure. The pod was worn for less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. The download data showed that the pod generated timeouts and a drive stall. The pod was reset, connected to an unused controller and successfully reran. No data abnormalities were observed in the rerun data. Inspection of the returned device found no damages or manufacturing defects that would contribute to the high pulse width and drive stall. The high pulse width with drive stall can be confirmed as the cause of the reported needle mechanism failure, however the cause of the high pulse width with drive stall could not be determined.